Manufacturer narrative:
(B)(4).

Event description:
It was reported that a drop in sensing was observed. During revision, dislodgement was observed. The lead was explanted and replaced. The patient was stable before and after the procedure.